Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting additional relevant patient medical records and treatment data regarding the reported event and a plant investigation is underway. A supplemental report will be submitted upon completion of the clinical staff's assessment of the reported information and the plant's investigation.

Manufacturer narrative:
Device review: the device was not returned to the manufacturer for evaluation upon follow up with the patient's peritoneal dialysis (pd) clinic, the pdrn reported that she made many attempts to have liberty cycler picked up and sent to manufacturer for failure analysis. The pdrn has reported that the family has moved away and cannot be located. The pdrn also reported that the liberty cycler was never brought to their facility. A device history record review was performed and the device was found to have been manufactured per specifications. There was no report of device malfunction. The system level review of the device (lc018004) and the concomitant products found no related malfunction.

Event description:
The patient's peritoneal dialysis (pd) pdrn reported that patient was on peritoneal dialysis treatment and was asleep. She woke up and had chest pains and shortness of breath. Afterwards, she went to the hospital and expired.